Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected, during the initial drain. The technical service representative (tsr) assisted the hp with troubleshooting and advised them to start over with new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) and a 510(k) number will not be provided in the emdr, because the product is unknown at this time.this report for a system error 2240 (air in line) was not confirmed due to a lack of sample; therefore, the root cause of the complaint was not determined.